Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Pre-screening CT images and images from echocardiogram performed 3 weeks after the tavr procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s proctor physician and the following observations were made: CT: artifact noted on CT images. Calcium noted on native valve leaflets. Sov measured 29 x 31.9mm. Measured native annulus 540.1mm², recommend 29mm sapien xt valve. Tee: in short axis view the xt valve is in the apex on side. Observations: CT scan demonstrated artifact. 29mm xt valve was the correct choice for this annulus. Fluoro images would be needed to provide further comment on potential cause of this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
Three weeks post tavr procedure, it was observed on the routine follow up echo showed that the 29mm sapien xt valve had embolized into the apex of the heart. The patient was stable. The patient was sent for surgery to remove the sapien xt valve and perform a conventional avr. The patient tolerated the procedure.